Manufacturer narrative:
(B)(6) 2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Bleeding cheek - mouth [mouth haemorrhage]. Bleeding gums [gingival bleeding] . Soreness cheek - mouth [oral pain] . Soreness gums [gingival pain] . Pinching cheek - mouth [mouth injury] . Pinching lip [lip injury] . Heads seems to be coming off the head - oral-b [device breakage] . Brush heads became loose while in mouth - oral-b [device connection issue] . Product counterfeit - oral-b [product counterfeit] . Case narrative: consumer via phone stated that they had suspicion that they may have some fake oral-b coss action toothbrush heads because the heads seemed to be coming off of the oral-b toothbrush head. The oral-b toothbrush heads became loose while in their mouth and trapped the skin of their mouth and gums. No injury was reported. 06-jun-2024 follow up via digital safety assessment survey: the consumer was a 72 year old male. The oral-b toothbrush head pinched his lip and cheek during brushing. No serious injury was reported. 09-jun-2024 follow up via digital safety assessment survey: the consumer experienced soreness and minor bleeding on his cheek and gum. No serious injury was reported. (B)(6) 2024 case update: the suspect product lot was 1047786000. No serious injury was reported. (B)(6) 2024 case update from information initially learned on (B)(6) 2024: the suspect product was oral-b power oral care refills crossaction eb50 brush set 4ct. No serious injury was reported. (B)(6) 2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Bleeding cheek - mouth [mouth haemorrhage], bleeding gums [gingival bleeding], soreness cheek - mouth [oral pain] , soreness gums [gingival pain] , pinching cheek - mouth [mouth injury] , pinching lip [lip injury], heads seems to be coming off the head - oral-b [device breakage], brush heads became loose while in mouth - oral-b [device connection issue], suspicion that we may have some fake crossaction heads - oral-b [suspected counterfeit product]. Case narrative: consumer via phone stated that they had suspicion that they may have some fake oral-b coss action toothbrush heads because the heads seemed to be coming off of the oral-b toothbrush head. The oral-b toothbrush heads became loose while in their mouth and trapped the skin of their mouth and gums. No injury was reported. (B)(6) 2024 follow up via digital safety assessment survey: the consumer was a 72 year old male. The oral-b toothbrush head pinched his lip and cheek during brushing. No serious injury was reported. (B)(6) 2024 follow up via digital safety assessment survey: the consumer experienced soreness and minor bleeding on his cheek and gum. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.